Event description:
The physician reported right side rupture discovered via CT scan. The device has been explanted.

Manufacturer narrative:
Continued h.6. Health effect - impact code : f2203. Device evaluation: visual analysis of the returned device identified the device an opening, brown particles in the gel, and flat creases. The device was underweight. A microscopic analysis was performed which identified a sharp edge opening assessed as an unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is a sharp opening on the radius side assessed as an unidentified tear opening. Additional, corrected, and/or changed data: d.9., g.1., h.3., h.6.

Manufacturer narrative:
The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
The physician reported right side rupture discovered via CT scan. The device has been explanted.